Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that air leaked from the expiratory limb of an rt340 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). 510(k): the rt340 is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the expiratory (evaqua) limb of the complaint breathing circuit was returned to fisher & paykel healthcare ((B)(4)) for investigation. The breathing circuit limb was visually inspected for damage and was pressure tested for leaks. Results: a hole was found in the breathing circuit limb. The hole was irregularly shaped. The breathing circuit failed the pressure test, as it was leaking from the hole in the tubing. A lot check could not be carried out as no lot number was provided. Conclusion: based on our evaluation of the returned breathing circuit limb, the circuit was punctured by a blunt object, creating a hole and resulting in the reported air leak. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production. Furthermore, the hospital reported that the circuit leak developed during use of the breathing circuit. The rt340 user instructions include the following statement: "set appropriate ventilator alarms", as ventilator alarms alert the user to a leak in the system and allows caregivers to act by replacing the breathing circuit according to their standard procedures. The key difference between fisher & paykel healthcare's evaqua breathing circuits and the conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by objects such as circuit hangers. The product user instructions advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage". (B)(4).